Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d724 was performed. There were no non-conformances associated with this lot. This lot met release requirements. Uvadex lot # ab6688 was reviewed. No non-conformances related to the complaint were noted. This lot met release requirements. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected. Analysis of the photos sent by the customer is in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
During certification training, operator observed after treatment was ended, that a leak at the photoactivation module had occurred. When releasing the kit and opening the photo activation chamber, operator found treatment volume on the lower glass plate of the photoactivation chamber. No leak was observed during treatment. The patient was reported to be in stable condition. The treatment was performed and volume was returned to the patient before the operator became aware of the leak.

Manufacturer narrative:
Photos were submitted for analysis. The complaint description states that a leak at the photo activation module was observed after treatment was ended. Based on the review of the photos the leak was confirmed as the leak was found at the left upper edge of the photoactivation plate. However, the root cause of the blood leak could not be determined from the information provided. (B)(4). Device not returned.